Event description:
Pt has tested repeated during different times per day after meals/fasting and continues to get a reading of 96. Pt has properly stored meds as well as replaced batteries in machine.